Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "constant air detector alert when loading tubing" was confirmed and reproduced through eval. Eval experienced a constant "air in line" alarm caused by a failed upstream sensor. The upstream sensor and pusher were replaced.

Event description:
It was reported that a spectrum pump had a "constant air detector alert when tubing." It was also reported that there was no pt injury.